Event description:
The customer reported check vent: proximal pressure sensor auto zero failed. No patient involvement. The remote service engineer (rse) discussed troubleshooting per the service manual and recommend replacement of sol3 and sol4. Discussed section replacement of solenoid valves, and performance verification tests. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.